Event description:
It was reported that the ilet device housing was separating along the center seam with internal wires exposed, consistent with a bonding failure involving the display assembly. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed evidence of a stress-related problem leading to loss of or failure to bond at the display component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial